Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. In addition, the following reportable malfunctions were identified during the device evaluation: electropneumatic proportional valve malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: leakage from the internal pressure regulating valve due to an electropneumatic proportional valve malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had leakage from the internal pressure regulating valve during reprocessing. There were no reports of patient involvement.